Manufacturer narrative:
Additional information received reported that there was no visual damage noted on the device that could be identified that may have prevented flushing of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft limb was planned to be implanted in a patient for the endovascular treatment of a 54 mm abdominal aortic aneurysm. It was reported that during flushing of the device the heparinized saline solution was unable to come out of the tip. It was reported that the device was suspected to be defective and the device was not used. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.